Event description:
The surgeon reported that the patient had a skin flap infection in 2005. Treatment (type unspecified) was unsuccessful. Four days later skin flap breakdown over the implant site was apparent. Explantation surgery took place. It is not known whether reimplantation surgery is being considered.